Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer removed the pump case, cleaned the pneumatic tap area, and successfully reloaded the original cartridge, allowing them to resume insulin therapy.